Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. Customer removed the case from the pump, inspected the pneumatic tap area, and cleaned it with an alcohol wipe, as instructed by technical support. The o-ring on the pneumatic tap was removed, the cartridge was checked to be in place and undamaged, and a new cartridge was loaded successfully, allowing the caller to complete the process and resume insulin.